Manufacturer narrative:
Device passed displacement test. Hardware low level failures (variable 3) alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump was not working and stated it will not make an audio noise, pump did fail the audio test. The customer's blood glucose was 199 mg/dl at the time of incident. The device was expected to be returned for analysis.